Manufacturer narrative:
Device power up properly after battery installation. P-cap or reservoir locks properly into place. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No battery or power anomalies noted during testing. Device received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turn on when they replaced the battery. The customer blood glucose level was unknown. Customer got a low battery notification and after they replaced the battery the insulin pump did not turn on. Customer stated insulin pump had cosmetic damaged. Customer stated crack on the battery side. Customer stated no damaged to the battery cap. The device will be returned for analysis.